Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by changing the infusion set and cartridge and resuming insulin, and it was noted that the cartridge had been used for over 72 hours, which exceeded the recommended time. Cts educated the caller about the proper usage duration, and the caller acknowledged it.